Event description:
It was reported that the patient was experiencing urinary retention following the implant of her retroarc retropubic sling system. The physician "had the patient go to the ER and is now using self catheter temporarily". The "patient passed 2 voiding trials but not voiding at home for some reason". The physician will be running additional tests. The patient will continue with catheterization for 6 weeks and have the sling cut if the retention persists. No further patient complications were reported in relation with this event.